Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl. Customer assisted with using the bolus wizard and found that customer has not had a blood glucose under 600 mg/dl for the last 4 days and does not have any insulin to use a manual shot or to change out the set. Customer was not able to troubleshoot the pump at this time and customer had a bad headache. The insulin pump will not be returned for analysis.